Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the fifth firing, the surgeon took a partial bite of tissue for the firing (the tissue was approximately 1/3 away from the crotch of the device). Upon inspection of the staple line, it was noted some staples did not go into the tissue and the staples that were delivered into the tissue were in the shape of a goal post. No strange noises were heard. The tissue was not reported to be thick. The firing was near the site where a band was placed previously, but was noted to not be fired on the scar tissue. No buttressing material was used. The same device was reloaded and used to complete the procedure along with oversewing the staple line. There was no patient consequence. Green and gold cartridges were used before this firing. Gold and blue cartridges were used after the firing. The bmi was unknown and patient was female. One device and reload were discarded.